Event description:
It was reported that this recently implanted pacemaker was suspected to have premature battery depletion (pbd). Furthermore, the battery longevity shows six years remaining with the device implant in october of last year. A request was made to have data from this device analyzed. Ts provided information with battery longevity with patient conditions and device programming and requested data to be sent for review. At this time, no additional information has been received and there is no evidence to suggest that intervention has been performed. The device remains in service. No adverse patient effects were reported.